Manufacturer narrative:
Investigation summary: bd received 33 unused samples and one used sample, and 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged tube(cracked tube) was observed. 33 unused samples and 1 used samples was reviewed and the indicated failure mode for cracked tube was observed on outside of one used tube. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of damaged tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® k2e (edta) plus blood collection tube was found broken. The following information was provided by the initial reporter, translated from dutch to english: "broken pink tube during donation. New label printed and taped on new tube."